Event description:
It was reported insufficient ice occurred. A icefx system us refurbished system was chosen to complete a cryoablation procedure. A channel issue transpired resulting in insufficient ice being formed by the system. The details of how the procedure was competed were not provided. There were no patient complications as a result of this event.

Event description:
It was reported insufficient ice occurred. A icefx system us refurbished system was chosen to complete a cryoablation procedure. A channel issue transpired resulting in insufficient ice being formed by the system. The details of how the procedure was competed were not provided. There were no patient complications as a result of this event.

Manufacturer narrative:
D4: the UDI string for this product is: ((B)(4)(B)(6)). H11: device evaluation by manufacturer: the console device (icefx s/n (B)(6)) was received by arden hills cis ops and analyzed. The unit was visually inspected before testing procedures. The cord retention mechanism was found to be nonfunctional & unable to retain the power cable. The 12v power supply was found to be loose within the console but remained able to power on and boot into the login screen. It was found within the service screen, within partition 2, that the device was last serviced on (B)(6) 2023 & due on (B)(6) 2025. It was found that the supply transducer's zero point was greater than -20, and when pressurized, no longer met floor production standards as the supply readout was found out of range in readout comparisons. Reviewed the diagnostic logs for all needle & hardware errors and found a detailed log for a procedure performed on (B)(6) 2024. According to the log, the console system was experiencing frequent inconsistent transducer errors, causing the software to disable ithaw functionality. There is also record of inadequate flow & low gas errors being encountered during patient procedures, but none were found within functional testing. When performing freeze & thaw checks, all channels were found to be performing at manufacturing specs, and it was observed that all ice balls formed were approximate to expected ball size. No software error was encountered during procedural checks. Cannot confirm report that the console unit was creating insufficient ice.